Manufacturer narrative:
Visual assessment of the device shows the device was received in used condition. T1 was returned broken and t2 and the suture were not returned. A slight twist to the needle was found, but was not substantial enough to contribute to t2 non-deployment. The functional test resulted with normal cycling and advancement of the actuator. After the evaluation, the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.

Event description:
It was reported that after deploying t1 from the fast-fix, t2 failed to deploy. T1 was removed from the patient and a backup device of the same model was used to complete the procedure. No patient injury or complications were reported.